Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that a couple of years ago her ins went down. A manufacturer representative met her at their healthcare provider's office and got it running. The patient then let ins go down after that and could not get it to go back up. It won't start. Ins had been down for a couple of years now. Their healthcare provider told her to get a new ins put in. Additional information was received. It was reported the device was jump started in 2016 but the issue was not resolved. The ins was planned to be removed.